Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, morning sickness, vomiting in pregnancy, emotional disorder, migraine, anaemia of pregnancy, transverse lie, oligohydramnios, gravida ii and parity 4 ((B)(6) 1995, (B)(6) 2003, (B)(6) 2004, (B)(6) 2010). Previously administered products included for an unreported indication: omeprazole in 2007. Concurrent conditions included diarrhea, dyspepsia, irritable bowel syndrome, hypertriglyceridemia, irritable colon and hemorrhoids. Concomitant products included nsaid's since 2010 and paracetamol (acetaminophen) since 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hhysterectomy (partial), salpingectomy (one side removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain was resolving, the menstrual disorder outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. She tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 17-aug-2018: plaintiff fact sheet was received. Plaintiff¿s height, historical condition, concomitant drug were added. Outcome of event vaginal and menorrhagia was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, morning sickness, vomiting in pregnancy, emotional disorder, migraine, anaemia of pregnancy, transverse lie, oligohydramnios, multigravida and parity 4 ((B)(6) 1995, (B)(6) 2003, (B)(6) 2004, (B)(6) 2010). Previously administered products included for an unreported indication: omeprazole. Concurrent conditions included diarrhea, dyspepsia, irritable bowel syndrome, hypertriglyceridemia, irritable colon and hemorrhoids. Concomitant products included norethisterone (norethindrone) from (B)(6) 2010 for contraception, omeprazole since 2007 for gastroesophageal reflux disease, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2010 for migraine as well as ascorbic acid since (B)(6) 2018, ferrous sulfate since (B)(6) 2018, gabapentin since (B)(6) 2018, medroxyprogesterone acetate (provera) since (B)(6) 2014, nsaid's since 2010, paracetamol (acetaminophen) since 2010 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), hot flush ("hormonal changes describe: hot flashes"), anaemia ("blood or heart disorder/condition type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain") and migraine ("migraines"). The patient was treated with surgery (underwent hhysterectomy (partial), salpingectomy (one side removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain was resolving, the menstrual disorder, abdominal pain, hot flush, anxiety, depression, anaemia, dysmenorrhoea, dyspareunia, back pain and migraine outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. She tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 20-nov-2018: plaintiff fact sheet was received. Events added from pfs- abdominal pain, mental anguish, depression, anemia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), lower back pain, migraines. And abnormal bleeding (vaginal), abnormal bleeding (menorrhagia) clubbed to previous events. Events onset date, concomitant drug were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gerd, morning sickness, vomiting in pregnancy, emotional disorder, migraine, anaemia of pregnancy, transverse lie and oligohydramnios. Concurrent conditions included diarrhea, dyspepsia, irritable bowel syndrome, hypertriglyceridemia, irritable colon and hemorrhoids. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding") and menorrhagia ("menorrhagia"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent "hysterectomy" (partial), salpingectomy (one side removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain was resolving and the menstrual disorder, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. She tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 2-mar-2018: pfs received. Reporter and patient demographics were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia added. On 2-mar-2018: medical record received. Reporter added. Concomitant drugs added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, morning sickness, vomiting in pregnancy, emotional disorder, migraine, anaemia of pregnancy, transverse lie, oligohydramnios, multigravida and parity 4 (B)(6) 1995, (B)(6) 2003, (B)(6) 2004, (B)(6) 010). Previously administered products included for an unreported indication: omeprazole. Concurrent conditions included diarrhea, dyspepsia, irritable bowel syndrome, hypertriglyceridemia, irritable colon and hemorrhoids. Concomitant products included norethisterone (norethindrone) from(B)(6) 2010 to (B)(6) 2010 for contraception, omeprazole since 2007 for gastroesophageal reflux disease, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2010 for migraine as well as ascorbic acid since (B)(6) 2018, ferrous sulfate since (B)(6) 2018, gabapentin since (B)(6) 2018, medroxyprogesterone acetate (provera) since (B)(6) 2014, nsaids since 2010, paracetamol (acetaminophen) since 2010 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), hot flush ("hormonal changes describe: hot flashes"), anaemia ("blood or heart disorder/condition type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), migraine ("migraines") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (underwent hysterectomy (partial), salpingectomy (one side removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain was resolving, the menstrual disorder, abdominal pain, hot flush, anxiety, depression, anaemia, dysmenorrhoea, dyspareunia, back pain and migraine outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. She tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: event "metrorrhagia" was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, morning sickness, vomiting in pregnancy, emotional disorder, migraine, anaemia of pregnancy, transverse lie, oligohydramnios, multigravida and parity 4 ((B)(6) 1995, (B)(6) 2003, (B)(6) 2004, (B)(6) 2010). Previously administered products included for an unreported indication: omeprazole. Concurrent conditions included diarrhea, dyspepsia, irritable bowel syndrome, hypertriglyceridemia, irritable colon and hemorrhoids. Concomitant products included norethisterone (norethindrone) from (B)(6) 2010 to (B)(6) 2010 for contraception, omeprazole since 2007 for gastroesophageal reflux disease, codeine phosphate;paracetamol (tylenol with codeine no.3) since (B)(6) 2010 for migraine as well as ascorbic acid since (B)(6) 2018, ferrous sulfate since (B)(6) 2018, gabapentin since (B)(6) 2018, medroxyprogesterone acetate (provera) since (B)(6) 2014, nsaids since 2010, paracetamol (acetaminophen) since 2010 and vitamin d nos (vitamin d) since (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: depression") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2011, the patient experienced vaginal haemorrhage ("vaginal bleeding / abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia / abnormal bleeding (menorrhagia)"), hot flush ("hormonal changes describe: hot flashes"), anaemia ("blood or heart disorder/condition type: anemia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), back pain ("lower back pain"), migraine ("migraines") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (underwent hhysterectomy (partial), salpingectomy (one side removal of fallopian tubes)). Essure was removed. At the time of the report, the pelvic pain was resolving, the menstrual disorder, abdominal pain, hot flush, anxiety, depression, anaemia, dysmenorrhoea, dyspareunia, back pain and migraine outcome was unknown and the vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, anaemia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hot flush, menorrhagia, menstrual disorder, metrorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. She tolerated procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("menstruation issues"). The patient was treated with surgery (underwent hysterectomy). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff underwent hysterectomy due to complications from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.